Event description:
Unspecified number of undocumented incidents of the male luer adapter becoming loose from the arterial catheters' subesequent, blood loss was noted. The monitoring kits has been completed to the pt's femoral arterial catheters for unspecified lengths of time. The nurses noted blood loss and found the luer connections. Were loose. The amount of blood loss was not quantified. The connections were retightened and the devices continued to be in clinical use. There were no rpeorted adverse pt effects. No medical interventions were required.